Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced diabetes keto acidosis event on (B)(6) 2026 which led to admission in emergency room. The reason of hospitalization was diabetes keto acidosis and urinary tract infection. The treatment provided at the time of hospitalization was intravenous fluid and manual injection. Symptoms reported at the time of hospitalization event was confusion, sickness and vomiting.